Event description:
Caller reported a malfunction on the pump but no notable events occurred prior to it. Relevant malfunction code was displayed and reset instructions were provided by technical support. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. After resetting, the malfunction code did not recur and the customer was able to continue using the pump. Customer was advised to call back if the issue reoccurs, which was understood and acknowledged.